Event description:
It was reported that the customer's bg value displayed as 'high'. Cause was not known. A correction bolus and correction injection were delivered, and the customer changed infusion set to address bg. A system check was performed, and it was found that the customer was using off label insulin (fisap) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.